Event description:
It was reported the pt's charger would get hot when the pt used it. No further information is available at this time.

Manufacturer narrative:
This charger model number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.